Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by the end user's daughter, who reported that during use the unit's red light illuminated. She reported that the unit was not delivering oxygen, and seemed to be getting hot. The end user was placed on a back-up oxygen tank system, however the end user's oxygen saturation remained low and she had to be manually ventilated via her tracheostomy tube. The end user was subsequently admitted to the hospital. The provider of the oxygen concentrator tested the device, and it was found to be operating properly and no defects were found. The device's user manual contraindications state: the device is not intended to be life supporting or life sustaining. The drive devilbiss 10-liter oxygen concentrator may be contraindicated in patients at risk of experiencing serious adverse health consequences resulting from a temporary loss of function. Devilbiss healthcare will file an update if additional information becomes available.